Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient was implanted with a torosa saline filled testicular prosthesis. Later the patient experienced scrotal pain and irritation and the implant was removed.